Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Event description:
Healthcare professional, later also reported, "lateral displacement of implants". Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe, as it is a medical event. That is not related to the device. Malposition: unable to observe, as it is a medical event. That is not related to the device. It cannot be determined, which device is for the left or right side. Per, the photos provided.